Event description:
It was reported there was a lead migration from original x-ray. No action had been taken and the event was noted as ongoing. No adverse event was noted.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3093-33, lot# v600262, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported that the event was ongoing. It was noted that the lead migrated outward on x-ray comparison.